Event description:
During procedure the guidewire came unraveled and then came apart in the pt. The tip became stuck in the pt. The doctor did not have to use a lot of force to pull it out, it just unraveled and split into two pieces as he was removing it from the pt. The doctor had to surgically remove the piece from the pt's leg. There was no issues or injury to the pt.

Manufacturer narrative:
Remaining info was unattainable from the customer. Investigation in-process, and will be filed in a supplemental report when completed.